Event description:
(B)(6) device] became infected and it was removed. Additional information received from field representative indicated that the ra and rv leads (medtronic) eroded through skin. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5153512.